Event description:
A customer in (B)(6) notified biomérieux of obtaining a false positive cefoxitin screen for staphylococcus aureus while testing two different patient isolates using the vitek® 2 ast-p652 test kit (reference # 421857, lot # 8020999203) . Patient 2 isolate was tested using lot # 8020999203 with a positive cefoxitin screen (oxfs) result. The oxacillin result was susceptible. Patient 2 isolate was retested using a different lot (lot # 8021067103) with a negative cefoxitin screen (oxfs) result. The oxacillin result was susceptible (mic: = 1). Alternate testing was performed using pbp2a and cefoxitin disk diffusion. The results were negative and susceptible respectively. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification by a customer in (B)(6) regarding false positive cefoxitin screen results for staphylococcus aureus while testing two different patient isolates using the vitek® 2 ast-p652 test kit (reference # 421857, lot # 8020999203). Biomérieux internal investigation was conducted; however, the customer did not comply with biomérieux's request for patient strain submittal. Submittal of the isolates is required in order to confirm vitek 2 discrepancies compared to reference methods. Complaint evaluation for the vitek 2 ast-p652 test kit lot #8020999203 did not identify any trend for this lot. Vitek 2 ast-p652 lot #8020999203 met final qc release criteria. This lot passed qc performance testing. No ncmrs were written against the lot. Ncmrs were reviewed for the last 13 months (26aug2018 to 26sep2019). No ncmrs were written for the ast-p652 card for performance issues. There is no evidence to suggest the vitek 2 ast-p652 lot #8020999203 is performing outside of specifications. Without strain submittal by the customer, no further investigation can be performed.